Manufacturer narrative:
The insulin pump had cracked case at battery tube side, cracked battery tube threads, a missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case and a pillowing keypad overlay. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracked battery compartment. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.